Event description:
It was reported that when the f-14 flex guidewire was used in a patient with 100% occlusion of the mid right anterior tibial artery, the tip of the guidewire detached intravascularly. The detached wire tip was successfully retrieved with a snare device.

Manufacturer narrative:
The lot number of the product in question is unknown, and therefore, it was not possible to investigate the manufacturing records. Upon inspection of the returned product, it was confirmed that the core was fractured approximately 11 mm from the wire tip, and additionally, the coil and polymer coating were stretched and fractured in the direction of the tip from approximately 24 mm from the tip.observation of the core and coil at the fracture location confirmed that the fracture surfaces exhibited characteristics typical of ductile fracture.furthermore, since the detached tip portion was not returned, it was not possible to inspect that part.observations were also conducted on other parts of the returned product, but no abnormalities were found, and no issues were identified. Available evidence indicates that the incident occurred as a result of a significant tensile load or similar force being applied to the wire tip during the procedure, causing the core to fracture, followed by the stretching and subsequent fracture of the coil and polymer coating. As a result, it is determined that this event is not attributable to the quality of the product and no compensation will be provided. The instructions for use (IFU) states: [warnings] observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing the corresponding movement of the tip; otherwise, the guide wire may be damaged and / or trauma may occur. In addition, ensure that the distal end of the guide wire and its location in the vessel are visible during wire manipulations. Never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and / or guide wire tip separation or direct damage to a vessel. Resistance may be felt directly and / or observed under fluoroscopy by noting a buckling / prolapse of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take necessary remedial action. Do not push the guide wire more than necessary to advance the tip through a narrowed part of the vessel. (For example, do not push the guide wire when its distal tip is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel. If any resistance is felt due to spasm or if the guide wire is being bent or trapped while operating the guide wire in the blood vessel or while removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not rotate continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720) in the same direction. [Complications and adverse events] separation or breakage of the guide wire.